Manufacturer narrative:
Concomitant medical devices: 310f31 ,tissue valve, implanted: (B)(6) 2003; 419488, lead, implanted: (B)(6) 2005; 383059, lead, implanted: (B)(6) 2013; dtma1d1, ICD, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that lead integrity alert (lia) was triggered on the right ventricular (rv) lead. It was noted there was high impedance and fracture on the lead. The lead was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product event summary: the partial lead in portions was returned, analyzed. Analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.